Event description:
Overture became aware of a publicly available social media post authored by a surgeon who removed and revised an implant to a unicompartmental knee arthroplasty (uka). The surgeon alleged "loosening of the implant." The original implantation reportedly occurred approximately in (B)(6) 2025. An image of the explanted device was included in the post. Based on visual review, the component appears similar to a round femoral overtureti component; however, the device identity could not be confirmed.